Manufacturer narrative:
References: the main component of the system and other applicable components are: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3487a-33, lot# j0309666v, implanted: (B)(6) 2003, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall prior to the battery replacement in 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3487a-33, lot# j0309666v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that the patient felt like the battery in my body is moving, kind of like it's poking out. It's been like this for a couple of weeks, maybe three weeks. The patient did report she had a fall about nine months ago and that's what they had been treating me with injections for but I didn't feel the battery moving until a couple of weeks ago. The other night it felt like one of the edges was sticking out a little bit. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.